Manufacturer narrative:
The information provided when this event was originally assessed indicated use error with no patient injury. Subsequently, a retrospective review performed (b) (6 2010 determined that event should be reported as a device malfunction. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B) (6) 2009. During the procedure, the surgeon had difficulty impacting the glenosphere to the glenoid baseplate. His third attempt to impact the components was satisfactory and the procedure was completed successfully. However, the post-operative radiographs taken approximately one week later revealed that the glenosphere was located in a superior position which did not match the original inferior position. No revision procedure or further information has been reported to date.